Event description:
The reporter indicated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens and the lens ripped. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4): evaluation results (other): visual inspection of the returned product found the lens optic torn and one haptic bent. The lens was returned in liquid. Conclusion (other): based on the complaint history and the evaluation of the returned product, a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).